Manufacturer narrative:
It was reported that the patient was experiencing power switching events when the controller ac adapter is connected. The controller ac adapter, cac003419, was not returned for evaluation. Review of the manufacturing records confirmed that the associated device met all requirements for release. Analysis of the data log files did not reveal power switching events involving the controller ac adapter. The reported event could not be confirmed since the unit in question was not available for analysis; analysis could not be performed as the device was not returned. Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include information and outlines the steps to keep spare, fully charged batteries and controllers available at all times. Also stated in IFU is that the system has multiple power sources available (ac adapter, dc adapter, and batteries). The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported from the site that the patient complained about his controller ac adapter. Patient explained that the controller switch sometimes to the battery when it is connected to ac adapter. There were no effect on patient. Device taken out of service. No additional information available.